Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up is being submitted for evaluation completion.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.